Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to turn the stimulation on using her magnet or the patient programmer. The patient reported she had turned the system off two months prior. It was reported the patient was seeking a physician in order to resolve the issue.